Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported repeated m-11 and c-30 errors on the integrated electrosurgical unit (iesu) during a procedure. Technical support engineer (tse) confirmed the errors through log review and advised a system reboot. The site did not perform a test fire while on call with the tse. Fse visited the site and observed the errors. Fse replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to that the system logs confirmed the error 25913. Visual inspection showed minor scratches on the top cover and a front bezel in decent condition. During testing, the unit displayed a c-34 hf voltage error on startup. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the high frequency voltage.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that there was repeated m-11 and c-30 errors on their integrated electrosurgical unit (iesu). Tse viewed logs and confirmed errors. Tse had the customer reboot the iesu. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same integrated electrosurgical unit (iesu) or the force triad generator. The procedure was completed robotically.